Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported blunt knives. It was most likely noticed upon making the incision and a new knife was taken. No patient information. No further information is expected.